Event description:
It was reported that a week post-operatively, a closure top migrated out of its mating pedicle screw. A revision surgery was performed to remove and replace both the closure top and screw. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause could not be determined, but post-op loosening could be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00113.

Event description:
It was reported that a week post-operatively, a closure top migrated out of its mating pedicle screw. A revision surgery was performed to remove and replace both the closure top and screw. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9, h3, and h6: method and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed minor thread damage on the tulip, which could have occurred during the installation or removal of the device and does not affect the functionality of the device. A functional inspection was performed with the associated closure top and found the closure top was able to thread fully into the tulip as expected. Root cause: this event could be attributed to the closure top not fully seating against the rod, shown by the markings on the associated closure top. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a week post-operatively, a closure top migrated out of its mating pedicle screw. A revision surgery was performed to remove and replace both the closure top and screw. This is report one of two for this event.